Event description:
Hospital ER personnel responded to a patient condition unknown. The patient was connected to the device for external pacing. According to the reporter, the device stopped pacing without an alarm. A backup pacemaker was called for and immediately used. No adverse affects to the patient were reported as a result of the alleged malfunction.